Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had system error "255-16-275 follow by multiples error 800.8000." When going to put a new drip on the pcu and modules, the pcu reportedly started to alarm and "shut down saying pump malfunction." Vasopressors were running at the time of the event and had to emergently change the medication to a different device. There was patient involvement but unknown outcome.

Manufacturer narrative:
Remedial action # cont: z-2717-2020. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device had system error "255-16-275 follow by multiples error 800.8000." When going to put a new drip on the pcu and modules, the pcu reportedly started to alarm and "shut down saying pump malfunction." Vasopressors were running at the time of the event and had to emergently change the medication to a different device. There was patient involvement but unknown outcome.